Manufacturer narrative:
Bridging with tirofiban during temporary withdrawal of oral antiplatelets for two major surgical procedures in high ischaemic risk patients. Doi: 10.2174/1874192401913010001, 2019, 13, 1-4. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent pci with a resolute integrity stent implanted successfully in the venous graft of the rca. The patient was discharged haemodynamically stable on dapt. It was reported that 20 days post index procedure, the patient presented with lower gi bleed. Colonoscopy revealed a malignant mass in the sigmoid colon and surgical resection was decided. This was a high thrombotic and intermediate haemorrhagic risk surgical procedure and therefore clopidogrel was stopped and was bridged with tirofiban. The histological examination was positive for a colon adenocarcinoma